Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description. One of the nurses went to take the tubing out of the blood pump and it fell apart. She said she wasn't rough with trying to get the tubing out, it just broke off.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the arterial pod was broken off into the adjacent tubing. No leakage test was performed due to the damaged component. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. During an internal investigation, it was identified that a new personnel who was in training was performing a poor solvent application technique. Corrective actions include retraining the personnel of the work instruction in operation pump tube assembly, pump and pod and in the visual standard. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.